Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed manifold leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1( site country), g3, g6,h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10 additional point of contact: (B)(6), biomedical engineer the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the drive manifold to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.